Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) is being replaced due to premature battery depletion (pbd). Currently, the device remains in service. There are no reported adverse patient effects.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) is being replaced due to premature battery depletion (pbd). Currently, the device remains in service. There are no reported adverse patient effects. Additional information was later received from the field that the device has been explanted and replaced successfully. There were no additional adverse effects to the patient reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) is being replaced due to premature battery depletion (pbd). Currently, the device remains in service. There are no reported adverse patient effects. Additional information was later received from the field that the device has been explanted and replaced successfully. There were no additional adverse effects to the patient reported.